Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) dialed into the station and did not find the med application menu. Instead, an error prompt appeared stating an unexpected data error occurred. A severe error occurred on the current command. The tss attempted to connect to the database in ssms and received the same error a severe error occurred on the current command, and the results were discarded. The tss checked the sql services in services and found that the sql server agent service was disabled. The service was re-enabled, but when attempting to reconnect to the database in ssms, the issue persisted. Further investigation of the station database logs revealed an error. Based on existing knowledge articles (kas) and previous cases in salesforce, the tss applied the ka ¿es application will not start ¿ fatal exception c0000005 exception_access_violation.¿ the station was rebooted, and after the restart, the tss confirmed that the application was running properly again and that messages were synchronizing at the current time, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station was not communicating. The customer stated that the device was out under critical override and the issue happened after reboot. The customer tried to reboot but the issue persisted. However, there were no adverse events or injuries reported based on this event.